Manufacturer narrative:
(B)(4). Note: beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: no parts were returned to the manufacturer for physical evaluation. The au5800 clinical chemistry analyzer was evaluated at the user facility by a beckman coulter field service engineer (fse). Instrument functional checks were performed which identified ise precision issue with both cells. The service documentation revealed that the qc issues on both cells resulting in replacement of wash syringe, sample syringe, probe. Additionally, fse noted the shot count on the wash sample syringe was below expected count. The fse replaced the syringes and probe which resolved the issue. No other problems were identified during the on-site evaluation. Following the service activity, the instrument was restored to full functionality. The investigation into the cause of the reported problem was able to confirm the failure mode. The fse identified an issue with the wash and sample syringe which attributed to the reported event. Therefore, the complaint event was confirmed.

Event description:
It was reported that the customer experienced ion-selective electrode (ise) precision issues especially with sodium (na) on both cells. There was no report of death or serious injury.